Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the right atrial (ra) lead had under-sensing p-waves. Troubleshooting was performed with no resolution and the device and lead remains in use. No further patient complications have been reported as a result of this event.